Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of concomitant therapy is january 7, 2022. Part: se-1515ti synthes lot: bse170780 supplier lot: n/a release to warehouse date: october 20, 2017 expiration date: october 19, 2022 manufactured by: bme no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the speedtitan compression implant kit 15x15 was cracked. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the speedtitan compression implant kit 15x15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the current and manufactured revisions of drawings were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Event description:
It was reported that on january 7, 2022, the speedtitan compression implant kit on the inserter was unusable, directly out of the packaging. The plastic inserter deformed and continuous compression implant (cci) device was not able to fit in predrilled holes due to partially compressed. Another package item has the same defect. Procedure was completed successfully without any surgical delay. No patient consequence.this report is for one (1) speedtitan compression implant kit 15x15.this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.